Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. The cause was identified to be a failing thermistor of downstream assembly. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity). No additional information is available.